Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; one ECG (electrocardiogram) graph did not display. Programmer failed functional tests; the ECG connector was found loose on the lem (link electronic module) printed circuit board assembly. (B)(4).

Event description:
It was reported the ECG (electrocardiogram) graph was not displaying. The programmer was returned for repair and calibration. No patient complications have been reported as a result of this event.